Manufacturer narrative:
Pt info: unk. (B)(4). Device evaluation: lens was returned liquid, in a specimen cup. Visual inspection found a torn haptic. (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -10.50 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens due to excessive vault and angle closure with elevated iop. This exchange resolved the problem.